Event description:
It was reported that saline fluid was added to this inflatable penile prosthesis (ipp) reservoir since the cylinder strength was weak. No fluid leak was presented and there were no patient complications reported.